Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the da vinci coordinator and obtained the following additional information: the issue was identified about 30 minutes after docking the robot. The ports placed prior to the issue being identified. System functionality was not checked upon powering on the system. The system was already powered on. Port incisions were not increased. No additional ports were placed. The procedure was converted to laparoscopic surgery. The patient tolerated the conversion to laparoscopic.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to resolve the reported issue with a power cycle. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted cholecystectomy incisional hernia ipom surgical procedure, the operating room staff contacted the technical support engineer (tse) to report an issue with the left master tool manipulator (mtm) on the console. The caller indicated that they were already in the process of converting the case due to this issue. No troubleshooting was conducted during the call, which ended shortly thereafter. The procedure was converted to laparoscopic surgery with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the master tool manipulator (mtm) involved with this complaint to perform failure analysis. The reported issue was confirmed via the field system logs, however it was unable to be replicated by failure analysis. Dafd trace collected and showed normal wrist pitch polar plot, but abnormalities in the wrist yaw polar plot. The slipring and gimbal were replaced. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause was attributed to the slipring and gimbal in the mtm.